Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23 mm bioprosthetic pericardial aortic valve, implanted for eight (8) years, five (5) months, underwent a valve-in-valve procedure due to aortic stenosis, regurgitation, and a high gradient of 90 mmhg. The tavr was performed with a 23 mm edwards transcatheter heart valve. Transthoracic echocardiography (tte) revealed no paravalvular leak. Aortography was performed documenting appropriate position of the valve. There was no paravalvular regurgitation. The patient tolerated the procedure well and was transferred in stable condition to the cru. Tte on pod #1 showed tavr valve with severely increased systolic mean gradient (mg) (42 mmhg) and peak velocity 4.2 m/s. It is unclear of the mechanism at this point. The physician recommended to continue current regimen with close monitoring through cardiology. Should the patient become symptomatic balloon valvuloplasty.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.